Manufacturer narrative:
Follow-up #1: date of submission 03/06/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2016 with the following findings: on investigation, the pump emitted call service alarm 69 during the rewind step. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Investigation confirmed/duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked below the finger pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.